Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump gave recurring call service 054 alarm and patient had cleared the alarm before calling. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found processor related call service alarms in the pump history. On investigation, the pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Pump casing was opened and no internal defects were found. The reported call service alarm issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported alarm issue, the verify screen was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.